Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No motor error alarm. The motor passed motor test. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, reservoir tube cracked, cracked reservoir tube window and cracked lcd window. The drive support disk was inspected and no anomaly was noted. No motor position encoder error alarm on alarm history screen.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer does not recall any significant events leading to the alarm. The customer stated that they were able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.